Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. Visual inspection of the returned product found the lens was torn and scratched, and a piece was missing. One haptic was torn off and missing. The lens was returned in liquid. (B)(4).

Event description:
The reporter stated the surgeon inserted the cc4204a collamer single piece lens +14.5 diopter and it was indicated that the lens had a defect. The surgeon removed the lens and there was no patient injury reported. The back up lens was used with out incident.

Manufacturer narrative:
Device history review (DHR) :based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. (B)(4).